Event description:
The iab was inserted into the pt on 8/1/97 at 11:00 a.m. And removed on 8/1/97 at 9:00 p.m. The iab did not malfunction. The pt went to rehab; both feet were "bluish" prior to insertion; the iabp removed by a vascular surgeon in the o.r. After CABG was completed. The pt had some bleeding that was not severe. A vascular surgeon was consulted and removal of the iab and surgery was required. (Event complications: bleeding/not severe/removal/surgery). (Pt's current status:discharged-rpt'd 11/20/97)